Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery (sfa). A 5.0 x 200, 75cm mustang¿ balloon catheter was advanced to dilate the lesion and was initially inflated at 20 atmospheres. However, upon the second inflation, the balloon ruptured at 20 atmospheres. The device was completely removed and the procedure was completed with this device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: no issues were noted with the tip section of the device. An examination of the balloon identified a longitudinal tear in the balloon material. The tear was located at 4.2cm distal to the distal edge of the proximal markerband and it extended distally for a total length of 6.3cm. A microscopic examination of the balloon material could not identify any issues which could potentially have contributed to the tear. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery (sfa). A 5.0 x 200, 75cm mustang¿ balloon catheter was advanced to dilate the lesion and was initially inflated at 20 atmospheres. However, upon the second inflation, the balloon ruptured at 20 atmospheres. The device was completely removed and the procedure was completed with this device. No patient complications were reported and the patient¿s status was stable.